Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The results within a five hour time frame were 1.8, 1.7, 1.7, 2.5, and 1.8 inr. There was no allegation of an adverse event. The customer was not anemic, was not on heparin, and had no antiphospholipid antibodies. The therapeutic range was 2.0-3.0 inr. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.5 inr and 2.8 inr. Donor hct: 38% and 44%. Testing results: donor 1: master lot and retention meter / customer meter and masterlot strips . 2.5 inr/ 2.4 inr. Donor 2: master lot and retention meter / customer meter and masterlot strips. 2.8 inr/ 2.7 inr. All results were within the specified maximum difference between measurements. No error messages occurred and the returned material met specifications. Relevant retention test strips (lot 194491-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. None of the given treatments/medications are known to interfere with the accuracy of the test results.